Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed, but not reproduced during product evaluation. The root cause of this condition was assigned to an air in line printed circuit board out of calibration. The air in line printed circuit board was recalibrated and verified to correct the reported condition.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a failure code 810:04. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as unremediated. No additional information is available.